Manufacturer narrative:
Section g3 reportability awareness date of initial MDR indicates: 08/11/2023. Section g3 reportability awareness date of initial MDR should indicate: 10/13/2023.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent performed evaluation of the customer¿s device and was able to verify and duplicate the reported issue. The cause of the reported issue was isolated to a faulty battery and power cable. The customer was advised to order a new battery and power cable. The device remains in service at the customer.